Event description:
I had mentor saline smooth breast implants and started having strange symptoms such as heart palpitations, fatigue, vision problems, brain fog, dizziness, skin rashes, inflammation, extreme fatigue, hair loss, weight gain, shortness of breath, I ended up with a pacemaker in (B)(6) 2019, test after test was done nothing could be found until explant on (B)(6) 2020 my breast implant had mold in one and both capsules were positive for a bacteria, I am only 2 weeks out from having my implants removed and already my health has improved dramatically. Unfortunately I will be stuck now with a pacemaker for the rest of my life . Prior to all this I was very healthy individual on (B)(6) with no health problems and physically fit . These implants almost cost me my life as I was deathly sick and suffered greatly. I can't put into words the agony and the suffering I have been through, please make a change so that others don't suffer the same fate. FDA safety report ID# (B)(4).